Event description:
The customer states, the device display is dim and difficult to read. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.